Event description:
It was reported that the patient was hospitalized 48 hours post-implant after experiencing a cerebrovascular accident. The patient's condition is improving.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.